Event description:
A company representative reported that he was received high impedance on a new generator that was being implanted (7451, 7258 and 5983 ohms). He previously received 2100 ohms on the old generator. He clarified that the old generator was pulse disabled due to vbat<eos and was found programmed to 0.00 on interrogation. When he performed a generator test with the test resistor he received 3993 ohms, but then received high lead impedance values (7090, 6922, 7051 ohms) again when he reconnected the lead to the new generator. Based on this information, the generator was ruled out as having an issue. The issue appeared to be with the lead. The representative called back after the surgery to report the patient received a full revision. Impedance values were 1387 and 1154 ohms. The lead was disposed of and will not be returning. It is known that the lead impedance measurement is not performed when pulsedisabled is set. The last measured impedance value will be reported during a diagnostics test. Based on this, there was no high impedance when the device was enabled. The cause of the high impedance was likely a lead fracture that occurred after the device became pulse disabled, which was not identified until the new generator was connected.